Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Atrial long term histogram shows atrial pacing in the 150-160 beats per minute bin. Recent rate histograms show a high percentage of atrial sensed-ventricular sensed at normal rates. There is no evidence of further high rate atrial pacing.

Event description:
It was reported that the patient presented to the emergency room with high atrial pacing at the max upper rate of 150 paces per minute. The atrial lead is reported to have high chronic thresholds. The patient had been exercising when felt heart rate ¿racing¿ and had palpitations. The patient was admitted to the hospital for further evaluation. A magnet was placed on the device which reset pacing back to normal function. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported it was suspected a bit flip issue had occurred. Additional information received reported the patient has now had open heart surgery unrelated to the device system issue and the implantable pulse generator (ipg) was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.